Event description:
Hemodialysis treatment using 2100 units of heparin was started and pt immediately complained of feeling dizzy and light headed. Also short of breath. Oxygen was applied. The blood pressure dropped from 239/133 to 80/40. Pt sclera of eyes became red and pt lost consciousness. Gave bolus of normal saline IV. Dialysis treatment stopped. Blood pressure normalized and symptoms abated. Dose or amount: 2100 units, frequency: x1 dose. Dates of use: 2008. Diagnosis or reason for use: hemodialysis. Event abated after use stopped or dose reduced? Yes.